Event description:
On (B)(6) 2011 the atrial lead had bad measurements and they discovered after x-ray that the reason was a twiddler syndrome. The revision went ok. We had to cap the old atrial lead and implant a new atrial lead from (B)(6) norway. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).